Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 200 mg/dl. Customer was treated with intravenous insulin drip at the time of hospitalization. The customer was started vomiting and get admitted. The current blood glucose was 160 mg/dl. The high event was caused by the customer feeling sick, unwell vomiting and took some injection, also lost consciousness. The customer treated high blood glucose with manual injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported leaks in the tubing and air bubbles can limit the amount of insulin received during a bolus. Customer reported that insulin vial was exposed to extreme temperatures, expired, or looks cloudy. The insulin pump will not be returned for analysis.